Event description:
Boston scientific crm received info that one day following implant with this right atrial (ra) lead, it became dislodged. The physician elected to explant and replace this lead with another model. No adverse pt effects were reported.